Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient stated for the last month, she has noticed the ins is not holding a charge. The patient stated she used to charge the ins about once/week and within the last month the patient has to charge their ins every two days. The patient stated she has also noticed an increase in back pain. The patient stated she has not made any adjustments to therapy, has had no falls/trauma, and has not recent medical procedures with an exception of a MRI in probably december. The patient was redirected to follow up with their healthcare provider (hcp). No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the ins not holding a charge and having to recharge more often was not determined. The patient was sent a new battery cord and setting for high density. These issues are okay for now. No further information was reported.